Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
Pt reported she measured her blood glucose in the morning with a reading of 210 mg/dl. Pt stated by midday her blood glucose was 510 mg/dl. Pt's normal blood glucose range was not provided. Pt reported she was admitted to the hospital for hyperglycemia. Pt stated she also had an infection. Treatment received was not provided. No further info is available. Requested return of the alleged infusion device for eval.